Event description:
A surgeon reported that during cataract extraction surgery, the ultrasonic handpiece regularly indicates "occlusion" just before sculpting. There has been no pt harm. A company rep discussed flushing technique and sterilization process with the customer.

Manufacturer narrative:
The facility did not request svc. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).